Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with sparc on (B)(6) 2011 to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff alleges to have sustained and will continue to sustain severe debilitating injuries, serious bodily injury, mental and physical pain and suffering. Plaintiff's attorney alleges that the plaintiff began experiencing pain, infections, pain with sexual intercourse, urinary problems, bowel problems, incontinence issues some time after the implant, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.